Event description:
At about 8 months after primary, the patient came in reporting pain due to a broken acetabular bone and the cause is unknown. The surgeon revised the medacta cup and liner with competitor components and revised the medacta head with a medacta head. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 12-aug-2024. Lot 2302816: (B)(4) items manufactured and released on 04-aug-2023. Expiration date: 2028-07-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.